Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The complaint regarding the instrument could not be recognized was not confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.